Event description:
Pt has als with respiratory/ diaphragm paralysis. She is using the new vocsn non invasive ventilation system. Obtained overnight pulse ox indicating 90% of the night is spent in hypoxic range: very dangerous. This is no way to obtain a download of usage/ tidal volume / triggered breaths from the vocsn. My concern is: it is not working and not ventilating the pt, and there is no way for me to assess if the machine is working or not. Design defect and design flaw which could result in death of the pt. FDA safety report (B)(4).